Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure on fourth firing, there was a staple line incomplete and poor staple formation. The surgical procedure was extended by more than 30 minutes. The surgeon had to excise the misfire part and re-stapled again beside it.